Manufacturer narrative:
See manufacturer¿s report #3004209178-2016-18987 for the patient¿s other issue.

Event description:
Information received from the patient reported that they had a mini-stroke ¿mini-stroke¿ on (B)(6) 2014 which was after implant of their implantable neurostimulator (ins). Follow up information received from the healthcare professional (hcp) on (B)(6) 2016 reported that the patient did call their office on (B)(6) 2016 because they went to the emergency room recently for diarrhea which was thought to be from pain pills. The patient never mentioned anything related to dizziness or a mini-stroke and did not come to their office to be seen. The hcp did not have any records regarding the emergency room visit. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.